Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found that a check valve in the pathway of pinch valve vl57a was clogged causing the leak. Vl57a provides vacuum to drain the waste from the needle to the waste chamber. The fse replaced the check valve to resolve the issue. The repairs were verified per established procedures. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was described as a contained leak of approximately 5 ml of bluish reagent fluid and the needle bellows was not draining. The leak did not appear to affect sample or reagent integrity, and there is no evidence of cross-contamination. The instrument was taken out of service and samples were repeated on a backup analyzer and the results appear to correlate. There were no instrument generated error messages in conjunction with the leak. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing a lab coat and gloves when the leak was identified. There were no reports of biohazard exposure to open wounds or mucous membranes. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.